Event description:
Boston scientific was notified that during a procedure of a wide neck basilar tip aneurysm, the neuroform2 microdelivery stent system was used but the stabilizer kinked because the vertabral artery was very tortuous. The physician did not deploy the stent. When attempts were made to take out the microdelivery catheter from inside the pt, the stent jumped from the delivery system, and could not be found. No complications with the pt were reported as a result of this event.